Event description:
During device follow-up the physician noticed problems with implanted leads. The physician suspects leads fracture (atrial lead: biotronik 53 jt (B)(4), implanted: (B)(6) 2003. Ventricular lead: biotronik 60st (B)(4), implanted: (B)(6) 2003). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).